Event description:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. The cause of death was not provided. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. The cause of death was not provided. There was no allegation that the device contributed to the death. The device was returned to the manufacturer for evaluation where it was inspected. Evaluation results determined there were no errors and no cosmetic damage found. The device passed all tests.